Event description:
It was reported that the asymptomatic patient presented to the hospital. Upon interrogation, it was noted that the right ventricular - rv and atrial leads exhibited noise oversensing. The rv and atrial leads were capped and replaced (B)(6) 2021. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: b5 - should be noted for noise oversensing instead of noise artifact and h6 - medical device problem code should be "1438 - over-sensing" instead of "1036 - signal artifact/noise."

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-23032. It was reported that the asymptomatic patient presented to the hospital. Upon interrogation, it was noted that the right ventricular - rv and atrial leads exhibited episodes of noise. The rv and atrial leads were capped and replaced (B)(6) 2021. The patient was in stable condition throughout the procedure.